Manufacturer narrative:
(B)(4). Date sent: 11/23/2021. Investigation summary: the product, along with a photo was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. During the visual analysis of the photo, the following was observed: the photos shows tissue and a blue suture with some staples not properly formed. Visual analysis of the returned sample determined that one psee45a device (a) was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review : null,na.

Manufacturer narrative:
(B)(4) date sent: 1/12/2022 additional information received: no more information can be obtained.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: device has fired, but no proper b-clamp forming, see uploaded photos, device cut. More information is not available. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Was there any difficulty opening the device? No! If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Patient status was postoperative stabile was there any patient consequence or change in the post-operative care of the patient as a result of the event? It had to be resected, but no re-operation was necessary (extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during the open wedge resection, the device did not clamp properly, see uploaded pictures, then a new instrument was opened and loaded with a new green magazine, which could not be released. Resection was necessary , a third instrument with green magazine was used for this.